Manufacturer narrative:
The patient had already completed their lengthening treatment with precice. It was reported that the patient may have been weight-bearing. Both of the patient's precice nails were removed and the patient was implanted with trauma nails, without incident. To date, the patient is doing fine and no negative outcomes have been reported. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted at this time. A DHR review for both of the devices revealed that there were no deviations from the manufacturing process and that they were released within specifications.

Event description:
A surgeon reported that a bilateral patient's right femoral precice nail broke after approximately three (3) months of implantation. The patient had already completed their lengthening treatment with precice. It was reported that the patient may have been weight-bearing.